Event description:
It was reported that this device recorded a code 1003, which states that the voltage is too low for projected remaining capacity. Premature battery depletion was suspected and a request was made to have data from this device analyzed. Data analysis is still ongoing at this time. Additional information was received that data analysis identified potential high impedance within the battery. Device replacement was recommended as the battery impedance is expected to increase, and radio frequency (rf) telemetry will eventually be disabled. The boston scientific (bsc) local area representative consented to a patient initiated interrogation (pii) and a follow up visit in three months. This device remains in-service at this time. No adverse patient effects were reported